Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the distal end plastic cover was cracked and scratched; however, the legal manufacturer has determined there is no potential for this malfunction to cause or contribute to an adverse event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of leakage from switch button 1 was confirmed. In addition to the finds reported, the light guide was cracked. The bending angle was reduced. The play of the up/down angulation control knob was loose. Bending section cover adhesive was cracked. Cut on switch button 1. The insulation resistance value of plastic distal end cover did not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced a leakage at #1 button. The event occurred during reprocessing. There was no report of patient harm associated with this event. During incoming inspection, it was determined the distal end plastic cover was cracked and scratched. This MDR is being submitted to capture the reportable malfunction found during evaluation.